Event description:
A surgeon reported that one day following a glaucoma filtration device implant procedure the patient had hypotony. Within one week, the intraocular pressure (iop) stabilized. Two months after the shunt implantation, the surgeon observed that the device was touching the iris. The shunt remains implanted. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: no sample was returned; the device remains implanted. The condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to the manufacturers release criteria. There have been four similar complaints reported in the lot number. Additional information has been requested. (B)(4).